Event description:
The pt was implanted with two scs leads from the same lot number. It was reported the pt stopped using her scs system because it did not help relieve her pain. The pt stated she spoke with her physician regarding her scs system and they do not plan to take any action at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.